Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was inoperable. Next course of action is undetermined at this time.

Manufacturer narrative:
Correction: manufacturing reference number 3006705815-2022-17265 should not have been reported as a medical device report (MDR) after additional information received confirmed the ipg was not inoperable, the patient had turned the device off.